Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 17 months and 9 charging cycles were recorded to the device memory. The inspection of the ICD memory confirmed the detection of the eos battery status on (B)(4) 2013. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. The ICD was opened. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was normal. The electronic module was attached to an external power supply. Once again a fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer. The manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The electrical measurement confirmed the battery depletion. The destructive analysis of the battery yielded no anomalies. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. There was no indication of a workmanship problem or a material defect. In summary, with regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Despite thorough and time consuming analysis no conclusion could be drawn regarding the root cause of the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was explanted and replaced due to eos indication. Should additional information be received, this file will be updated.